Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 23mg/dl approximately by the time the paramedics arrived. The customer stated that he was found in an unconscious state, pool of sweat and convulsing. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that his blood glucose was 153mg/dl at midnight, and then it dropped with no reason and during his sleep. No further information was provided.